Event description:
It was reported that post-op to a laparoscopic cholecystectomy procedure, prior to discharge, the patient mentioned that they were in pain. Patient was brought back to the or where a cystic duct leak was found. Patient currently stable.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were the clips visualized endoscopically during the initial surgical procedure? Were there any complications during the initial surgical procedure? How many clips were used in the initial procedure to close the cystic duct? Where was the patients pain located anatomically? How was leak discovered? Was the reoperation open or laparoscopic? What was observed at the site of the leak upon reoperation? Were malformed clips observed? Were scissored clips observed? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the leak? What is the surgeons experience with this device?" An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.